Manufacturer narrative:
The device analysis report is attached. This report is submitted on april 20, 2021.

Manufacturer narrative:
This report is submitted on 23 mar 2021.

Event description:
Per the clinic, the patient experienced an infection which was treated with antibiotics and steroid. It was also reported that the implant magnet was extruded and become visible at the retroauricular level. The device was explanted on (B)(6) 2021. There are no plans to reimplant the patient with a new device as of the date of this report.